Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the contrast, down arrow and ok buttons were intermittently responding to user inputs and there was evidence of contamination under all keypad key contacts.

Event description:
The pt's mom reported that the down arrow and ok buttons were sticking. The pt's mom indicated that the keypad is not peeling and has not been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.